Event description:
Sorin group (B)(4) received a report that two hours into bypass, the oxygenator was not oxygenating well during bypass. Anesthesia had to assist the pt by ventilation. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d100 kids oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that two hours into bypass, the oxygenator was not oxygenating well during bypass. Anesthesia had to assist the pt by ventilation. There was no report of pt injury. Sorin group (B)(4) has requested the product be returned for eval. The investigation is on-going. A follow-up report will be filed when the investigation is complete.